Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted with sign of blood. X-ray examination found no anomalies on the lead. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. It was discovered that the left ventrciular lead was no longer capturing. Chest x-ray revealed that the left ventricular, right ventricular, and atrial leads had all dislodged. All leads were explanted and replaced. The patient was stable following procedure.